Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va09fth, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a device implanted in (B)(6) 2013 that worked 100 percent and around (B)(6) the patient¿s skin broke down and the area around the implant wasn¿t healing. They started playing with it and tried different drainage tubes. The device was effective even when the skin was broken down and the first device was removed in april due to these issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.